Manufacturer narrative:
Initial and final MDR 1904841 - MDR 3003442380-2024-12486 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-may-2024, it was reported that five infusion set was leaking at site. The infusion set is long for 1 day for 2 infusion sets and 2 day for 3 of the infusion sets. The blood glucose level was 300 mg/dl. No further information available.